Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6    no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. As stated in the instructions for use, surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse and rough or improper handling. Care must be taken to avoid compromising the performance of the surgical instruments and instrument cases. The root cause of the reported event is attributed to user error as the device was dropped which caused it to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis as it was discarded by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a broach handle was dropped on the floor during a case and broke. Attempts have been made and additional information on the reported event is unavailable at this time.